Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) nits automatic inflation failed and spare equipment was replaced immediately and there was no personal injury.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) reported that the motor power was insufficient and the pneumatic performance test failed. Accessories needed to be replaced and waiting for customers to order accessories, fse submitted a quotation to the customer. The 5000-hour maintenance kit (d040-00-0147) was replaced, and the pneumatic performance test passed. All performance tests were conducted on the equipment in accordance with factory requirements, and all passed. Delivered for use.